Manufacturer narrative:
Eval results: visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens but the lens tore. The lens was removed with no patient injury. Another same type lens was implanted and sutures were required to close the incision.